Manufacturer narrative:
A device history review was conducted. The report indicates that no complaint related anomalies. The device history record shows lot 5863032 of 3.5mm lcp plate ¿ 12 holes was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reduction wrist fusion of the distal radius and carpus was performed six years ago. There was a non-union and plate that broke eight months ago and the patient was treated non-operatively with a cast. The broken plate was removed and revised with a new locking compression wrist fusion plate. The patient experienced pain, irritation and discomfort. It was reported that the patient was non-compliant. This is report number 1 of 1 for (B)(4).